Manufacturer narrative:
It was reported that there were multiple incidents of the syringe falling off the manifold during a procedure. The customer reported upon re-attaching the syringe, it would "sometimes" correct the issue and "sometimes" the syringe would lose connection again. There was no report of any patient injury or adverse event. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that there were multiple incidents of the syringe falling off the manifold during a procedure.